Manufacturer narrative:
(B)(4). Device received. A review of the device history record. Device history lot, part: 323.360, lot: 9107416, manufacturing site: (B)(4), release to warehouse date: november 05, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on an unknown date, during an unknown procedure, the two (2) universal drill guide were defective. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices. Service and repair evaluation: the device was initially received at the service and repair department. The customer reported the device was defective. The repair technician reported the spring/ threaded nipple/ drill sleeve are missing and fixed drill is damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage. Visual inspection: the 3.5mm universal drill guide (p/n 323.36 lot 9107416) was received showing the 2.5mm drill sleeve, universal head, and compression spring missing. The teeth/distal tip of the 3.5mm drill sleeve were slightly flared/deformed outwards. Dimensional inspection: drawing: 3.5mm drill sleeve 323_36_6 rev a, feature: cannulation inner diameter, specification: 3.6 mm +/- 0.05 mm, measured dimension: 3.65 mm, measured from the distal end. Result: the distal cannulation is still conforming but towards the upper limit due to the deformed tip. Measurement device: gp32. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. 3.5mm universal drill guide 323_36 rev f/g. 2.5mm drill sleeve 323_36_1 rev b. Universal head 323_36_2 rev b. Compression spring 323_36_4 rev b. 3.5mm drill sleeve 323_36_6 rev a. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the 3.5mm universal drill guide (p/n 323.36 lot 1l95154) was received with missing components and the 3.5mm drill sleeve teeth were deformed. No definitive root cause could be determined. It is possible that the component were misplaced, as they can be disassembled from the device. It is likely that consistent use and bone engagement with the drill sleeve teeth contributed to the deformation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, during an unknown procedure , the two (2) universal drill guide were defective. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).